Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), abdominal pain ("abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: all of the symptoms decrease or resolve immediately following essure removal. Plaintiff planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder infection, urinary tract infection, vaginal infection, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, abdomen pain, vaginal pain added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease. Concurrent conditions included back pain, abdominal pain lower, numbness of lower extremities and bloating. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain/ abdominal pain"). In (B)(6) 2015, the patient experienced eye pain ("eye pain"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (supracervical hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and vulvovaginal pain had resolved and the eye pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, eye pain, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: all of the symptoms decrease or resolve immediately following essure removal. Plantiff planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed essure device was successfully occluded patient had normal pelvic ultrasound. There is no hydronephrosis. * on (B)(6) 2017: surgical pathology report: bilateral essure; two portions of tissue consistent with fallopian tube segments. Gross description: also with.in the specimen container are two portions of silver·colored wire: one is coiled and is 3 x 0.2 cm. The other is partly coiled: the coiled portion is 3 x 0.2 cm and is attached to an uncoiled strand of wire. Gross diagnosis: metallic objects consistent with two essure coil segments. Microscopic diagnosis: two portions of tissue consistent with fallopian tijbe segments: focal luminal obliteration, scarring, and mild chronic inflammation. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received. Reporter information, other relevant history updated. Indication female sterilization. Events: depression, anxiety were newly added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease. Concurrent conditions included back pain, abdominal pain lower, numbness of lower extremities and bloating. Concomitant products included chlorphenamine maleate;paracetamol;pseudoephedrine hydrochloride (tylenol cold + flu), diazepam (valium), ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. In may 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain/ abdominal pain"). In (B)(6) 2015, the patient experienced eye pain ("eye pain"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and hot flush ("hormonal changes describe: hot flashes"). The patient was treated with surgery (supracervical hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 6-jul-2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and vulvovaginal pain had resolved and the eye pain, depression, anxiety and hot flush outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, eye pain, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: all of the symptoms decrease or resolve immediately following essure removal. Plantiff planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirmed essure device was successfully occluded. Pathology test - on (B)(6) 2017: bilateral essure; two portions of tissue consistent with fallopian tube segments. Gross description: also with.in the specimen container are two portions of silver·colored wire: one is coiled and is 3 x 0.2 cm. The other is partly coiled: the coiled portion is 3 x 0.2 cm and is attached to an uncoiled strand of wire. Gross diagnosis: metallic objects consistent with two essure coil segments. Microscopic diagnosis: two portions of tissue consistent with fallopian tijbe segments: focal luminal obliteration, scarring, and mild chronic inflammation. Ultrasound scan - on an unknown date: there is no hydronephrosis. Most recent follow-up information incorporated above includes: on 27-nov-2018: plaintiff fact sheet received. Event hot flashes was added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease. Concurrent conditions included back pain, abdominal pain lower, numbness of lower extremities and bloating. Concomitant products included chlorphenamine maleate;paracetamol;pseudoephedrine hydrochloride (tylenol cold + flu), diazepam (valium), ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced abdominal pain ("abdomen pain/ abdominal pain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced eye pain ("eye pain"). On an unknown date, the patient experienced headache ("headaches"), vulvovaginal pain ("vaginal pain") and hot flush ("hormonal changes describe: hot flashes"). The patient was treated with surgery (supracervical hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, vulvovaginal pain and eye pain had resolved and the depression, anxiety and hot flush outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, eye pain, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: all of the symptoms decrease or resolve immediately following essure removal. Plaintiff planning for essure removal. She received treatment for pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, eye pain,vaginal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirmed essure device was successfully occluded. Imaging procedure - on (B)(6) 2015: result not provided.. Pathology test - on (B)(6) 2017: bilateral essure; two portions of tissue consistent with fallopian tube segments. Gross description: also within the specimen container are two portions of silver·colored wire: one is coiled and is 3 x 0.2 cm. The other is partly coiled: the coiled portion is 3 x 0.2 cm and is attached to an uncoiled strand of wire. Gross diagnosis: metallic objects consistent with two essure coil segments. Microscopic diagnosis: two portions of tissue consistent with fallopian tijbe segments: focal luminal obliteration, scarring, and mild chronic inflammation. Ultrasound scan - on an unknown date: there is no hydronephrosis.. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event "eye pain changed from unknown to recovered/resolved". Lab data and reporter causality comment was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/ pain'). In a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pelvic inflammatory disease. Concurrent conditions included: back pain, abdominal pain lower, numbness of lower extremities and bloating. Concomitant products included: chlorphenamine maleate;paracetamol;pseudoephedrine hydrochloride (tylenol cold + flu), diazepam (valium), ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems, condition: mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines"). In april 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced abdominal pain ("abdomen pain/ abdominal pain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems, condition: depression"). In (B)(6) 2015, the patient experienced eye pain ("eye pain"). On an unknown date, the patient experienced headache ("headaches"), vulvovaginal pain ("vaginal pain") and hot flush ("hormonal changes describe: hot flashes"). The patient was treated with surgery (supracervical hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, vulvovaginal pain and eye pain had resolved. And the depression, anxiety and hot flush outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, eye pain, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: all of the symptoms decrease or resolve immediately following essure removal. Plaintiff planning for essure removal. She received treatment for pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, eye pain,vaginal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, results: confirmed essure device was successfully occluded; imaging procedure: on (B)(6) 2015, result not provided; pathology test: on (B)(6) 2017, bilateral essure: two portions of tissue consistent with fallopian tube segments. Gross description also with in the specimen container are two portions of silver·colored wire. One is coiled and is 3 x 0.2 cm. The other is partly coiled. The coiled portion is 3 x 0.2 cm and is attached to an uncoiled strand of wire; gross diagnosis: metallic objects consistent with two essure coil segments; microscopic diagnosis: two portions of tissue consistent with fallopian tube segments, focal luminal obliteration, scarring, and mild chronic inflammation; ultrasound scan: on an unknown date, there is no hydronephrosis. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease. Concurrent conditions included back pain and abdominal pain lower. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced eye pain ("eye pain"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), abdominal pain ("abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (supracervical hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and vulvovaginal pain had resolved and the eye pain outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, eye pain, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: all of the symptoms decrease or resolve immediately following essure removal. Plantiff planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed essure device was successfully occluded patient had normal pelvic ultrasound. There is no hydronephrosis. Most recent follow-up information incorporated above includes: on 11-may-2018: event"eye pain¿ added reporter from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease. Concurrent conditions included back pain, abdominal pain lower, numbness of lower extremities and bloating. Concomitant products included chlorphenamine maleate; paracetamol; pseudoephedrine hydrochloride (tylenol cold + flu), diazepam (valium), ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced abdominal pain ("abdomen pain/ abdominal pain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced eye pain ("eye pain"). On an unknown date, the patient experienced headache ("headaches"), vulvovaginal pain ("vaginal pain") and hot flush ("hormonal changes describe: hot flashes"). The patient was treated with surgery (supracervical hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, vulvovaginal pain and eye pain had resolved and the depression, anxiety and hot flush outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, eye pain, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: all of the symptoms decrease or resolve immediately following essure removal. Plantiff planning for essure removal. She received treatment for pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, eye pain,vaginal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirmed essure device was successfully occluded. Imaging procedure - on (B)(6) 2015: result not provided.. Pathology test - on (B)(6) 2017: bilateral essure; two portions of tissue consistent with fallopian tube segments. Gross description: also with.in the specimen container are two portions of silver·colored wire: one is coiled and is 3 x 0.2 cm. The other is partly coiled: the coiled portion is 3 x 0.2 cm and is attached to an uncoiled strand of wire. Gross diagnosis: metallic objects consistent with two essure coil segments. Microscopic diagnosis: two portions of tissue consistent with fallopian tijbe segments: focal luminal obliteration, scarring, and mild chronic inflammation. Ultrasound scan - on an unknown date: there is no hydronephrosis. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event "eye pain changed from unknown to recovered/resolved". Lab data and reporter causality comment was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.